Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: event reported to me onsite 2024-09-19. The ventilator was given to the in-house biomed department with a work order and service tag stating "will not hold peep or pressure". The date on the work order is (B)(6) 2024 however in reviewing the event logs the event appeared to occur during ventilation 2024-08-17 between the times 01:12:26 - 01:14:02. I tested the unit in various ventilation modes and found the false alarm "disconnection on patient side" appears on the initial 1-2 breaths and then goes away. The alarm "check flow sensor tubing" appeared intermittently. Attached are log files and a screenshot from troubleshooting.